Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset occurred. Analysis of the device memory indicated a partial electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital due to their device alarming, it was noted the extravascular implantable cardioverter defibrillator (ev-ICD) was interrogated and they "cleared" emergency mode. Four days later, the patient presented to the clinic for further assessment. It was noted that multiple diagnostic and full electrical reset occurred. The device was reprogrammed back to pre-reset settings. It was noted the patient was hospitalized. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 6947m62 (serial: (B)(6); product type: 0264-lead-hv; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital due to their device alarming, it was noted the implantable cardioverter defibrillator (ICD) was interrogated and they "cleared" emergency mode. Four days later, the patient presented to the clinic for further assessment. It was noted that multiple diagnostic and full electrical reset occurred. The device was reprogrammed back to pre-reset settings. It was noted the patient was hospitalized. The device remains in use. No patient complications have been reported as a result of this event.